Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the infusion set tubing during the loading sequence. Customer changed all of the pump supplies to resolve the issue. Customer's blood glucose was 126-180 mg/dl.